Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy at pod activation as intended.

Manufacturer narrative:
The device was received undeployed. The data presented timeouts on one wire and a drive stall during first prime. The device was reset and rerun, and the rerun data presented no anomalies. The cause of the timeouts and drive stall could not be conclusively determined. The drive stall can be confirmed as the cause of the needle's failure to deploy. The rear sma anchor was observed to be slightly compressed. It could not be conclusively determined if this inadequacy resulted in the observed single-wire timeouts.